Event description:
It was reported that the patient fell and required revision of hip components.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trauma involving an abgii stem was reported. The event was not confirmed. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this abg ii stem fracture could not be determined based on the information provided. From the event details it was reported that the patient underwent revision after a fall which indicates that the trauma would have been a contributary factor to the surgery. The specific device issues as a result of the fall were not reported.

Event description:
It was reported that the patient fell and required revision of hip components.